Manufacturer narrative:
(B)(4).

Event description:
It was reported review of a rhythm strip revealed the patient received inappropriate shock therapy due to a rhythm incorrectly diagnosed as supraventricular tachycardia in the ventricular fibrillation zone. A programming change was recommended. No resolution was performed and the issue is not a concern anymore. The patient condition was stable during and after the check-up.